Event description:
Based on review of the device's event history review, failure code 810:11 was found to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4). The device has been received, but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further review, this complaint was determined to not be reportable. Therefore, the initial report is being retracted.

Event description:
This is a spontaneous report by a consumer of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient began treatment with reflin 1 gm daily intraperitoneally (ip), tobramycin 40 mg ip daily, and heparin 0.5 ml three times daily ip. Pd therapy was ongoing. The peritonitis was resolving.